Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no paresthesia from their implantable neurostimulator (ins) for 3 days and back pain. The etiology of the issue was not related to the procedure but due to a ladder fall. No actions or diagnostics were performed. The outcome of the event, as of (B)(6) 2015, was reported as resolved without sequelae. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the healthcare provider (hcp) for a clinical study reported the device was interrogated on (B)(6) 2015, and the results were normal.